Manufacturer narrative:
H.10: the device was returned at the manufacturer site for investigation. The reported issue could not be reproduced and no deviations were observed on the drive unit during the functional test. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on previous investigation findings, this type of event can be related to external interference or related to the disposable pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Reportedly, a buzzing sound was heard coming from the drive unit and then the pump stopped. The issue could be reproduced by the user during testing after the case was over. A replacement drive unit was provided to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) stopped during a procedure. There was no report of patient injury.